Manufacturer narrative:
Product ID 3389s-40, lot# va00cfp, implanted: (B)(6) 2012. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, lot #: va00cfp, ubd: 01-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the system was partially explanted due to an infection. The caller indicated that the left lead was explanted on (B)(6) 2014. It was mentioned that the extension remained implanted and they secured a boot around the distal end of the extension and placed it back in the ins/extension incision location. The location was irrigated and then they sutured the point of access. The hcp stated that she assumed the infection occurred shortly before the removal of the lead. It was noted that both the extensions were connected when the ins was placed in 2016 and remained implanted. No further complications were reported/anticipated.